Event description:
On 3/3/2022, it was reported by a sales representative via phone that an ar-1588tn-21 tightrope ii abs would not cinch all the way and it got stuck. Surgeon cut the tightrope out and used a new one from the same lot number. This was discovered during an acl procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.